Manufacturer narrative:
The subject device has not yet been returned to the MFR for a technical analysis.

Event description:
During a coiling procedure of a fusiform aneurysm in the left vertebral artery, the physician inserted the neuroform2 microdelivery stent system into the guiding catheter, but the first cell of the stent deployed at the proximal vertebral artery before arriving at the lesion. Inevitably, the physician deployed the stent in that position. The physician used another neuroform2 microdelivery stent system and finished the coiling procedure without complications.